Event description:
It was reported that after the iab was inserted, blood was noted entering the helium tubing. The iab was removed and there was no need to insert another. There were no pt complications.